Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidocis on (B)(6) 2018 with blood glucose of 350 mg/dl. Customer's blood glucose value was 35mg/dl at the time of incident. The customer was treated by admitting in hospital. Troubleshooting was done for high blood glucose. Customer reports that the second time they put her in the intensive care unit and actually did something and that hospital visits were 12 hours apart. The customer was wearing the insulin pump less than 48 hours prior to the hospitalization. The insulin pump will not be returned for analysis.